Event description:
It was reported that the customer's insulin pump alarmed several times motor error. It was stated that the customer's glucose level was running high and was experiencing ketones. The blood glucose reading at time of call was 291 mg/dl, and the customer was treated. It was stated that the mother and the customer were on their way to the hospital due to the ketones. It was stated that the customer was not wearing the insulin pump for the past two days. It was stated that the battery was reinserted and troubleshooting was performed. Attempted to rewind, but the insulin pump did not rewind. Advised that the insulin pump will be replaced, and to call back once the customer arrives to the hospital. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.